Manufacturer narrative:
H6: investigation summary : no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. The protector must be attached completely vertical. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported while using bd phaseal¿ drug vial access device leakage occured. There was no report of patient impact. The following information was provided by the initial reporter: lekage from the protector and the vial the incident occurred during use leakage between the vial and protector. They don't know exactly where the leakage occurred. Didn't save any products or lot number unfortunately. 14aug2023: follow up sent requesting if customer attaches protector manually or using the assembly fixture.